Event description:
The advocate called for help with the customer's contour meter. She performed control tests while troubleshooting and received a result of 274 mg/dl the normal control range was 107-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.